Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. The device was withdrawn from the aortotomy and was re-inserted. The surgeon then attempted to redeploy the seal and was able to deploy it successfully. No patient effects were reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.